Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm the reported issue. The unit had a severe drop last month that destroyed the original cart, which also affected the console. The fse troubleshooted to the male fitting located on back of console that fits into the quick disconnect bent and out of shape. The framework that the console mounts to was out of shape causing a leak between the mating of the console to the new cart. The fse was able to straighten as best as possible these mounts/fittings. The fse was also able to reduce leak into tolerance. Functional testing and safety checks were performed to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use, the cardiosave intra-aortic balloon pump (iabp) unit has helium tank is leaking. The external helium tank is emptying in weeks. There was no patient involvement.